Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the ref valve. He then primed the lines and checked for bubbles. No bubbles were noted in the system. Ise was calibrated and qc performed. All results were acceptable. System was validated to meet performance specifications.

Event description:
A customer reported to hotline of low sodium (na) results occurring on random patient samples. The customer provided one example although they stated that they had seen it at least 5 or 6 times. The original result was 122 mmol/l and the repeat result was 135 mmol/l. The customer stated that no erroneous results were reported out of the lab. The customer also stated that while looking at the system and troubleshooting for this event, they noted bubbles in the reference line.

Manufacturer narrative:
The manufacturer's reference number was missed on the original submission the manufacturer reference number for this event is (B)(4).